Event description:
Approx 6 minutes after going on bypass for CABG, there was a "low flow" alarm. The equipment was immediately checked for occlusions and none were found. The hand pump/crank was used, even though it indicated the appropriate rpms, flow was not achieved. It was determined that the "biohead" or "centrifugal pump" was not functioning. The pump was replaced. Forward flow was immediately achieved. The remainder of the procedure was uneventful. The pt was without flow for several minutes. Multiple measures were immediately taken to minimize untoward effects. The pump which was removed, was placed on another machine to see if there was a problem, and this appeared to confirm there was no flow through the pump head.